Event description:
Revision--groin pain. Pt had continued pain following hip replacement. Manufacturer found acetabular components (shells) had a small amount of manufacturing residue on the surface of the product resulting in non-healing due to loosening of the shell. Recall by manufacturer.